Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly programmed the pump's carbohydrate ratio and correction factor settings. Customer's blood glucose level was 83 mg/dl. Reportedly, the customer corrected the settings and resumed insulin therapy.